Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6 (type of investigation), h10. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (dec 2019 through nov 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The stm investigated the issue and observed that the keypad controller board and display board were faulty. The stm ordered the necessary parts. A supplemental report will be submitted when additional information is provided. The initial reporter named is a getinge employee whose contact details are: (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cs100 intra-aortic balloon pump (iabp), the keypad and display failed the pm checks. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cs100 intra-aortic balloon pump (iabp), the keypad and display failed the pm checks. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The date received by mfg (g3) in the initial emdr was incorrect. The correct date received by mfg (g3) is (B)(6) 2021. The getinge service territory manager (stm) that had ordered the parts reported that the new parts, the display controller board and the keypad controller board were installed to fix the issue. The stm then completed the pm and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.